Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report via phone and in writing with no result. The device referenced in this report was returned to olympus for eval. The eval initially duplicated a complete loss of image, which was resolved after aeration. The electrical connector was disassembled and was found to have evidence of fluid invasion on the ccd-fpc assembly unit, which could have contributed to the reported phenomenon. The colonvideoscope passed the leakage testing. The cause of the fluid invasion was likely resulted from users not attaching the water resistant cap to the device during reprocessing. The subject device was serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image. No further details were provided.